Event description:
It was reported that the units were not turning on properly. There was unknown patient involvement and unknown patient harm/adverse event reported. During investigation, it was discovered that the main pcb was not working as intended.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a service test procedure, the pump was found to have a blank screen with a constant alarm at power up and the cause was the main printed circuit board (pcb) was not working as intended. The customer problem was duplicated. There was also a crack on the top and bottom of the case, and the plunger case. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative was unable to go to history due to the blank screen and constant alarm from the device. The manufacturer representative replaced the main pcb, plunger assembly, case seal, top case, battery, and bottom case. The device passed all functional tests, performed power up, and performed as intended.